Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was citing pain at ipg site therefore surgical intervention was undertaken to explant the ipg. No reported adverse events.